Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, bd precisionglide needle, foreign matter. The following information was provided by the initial reporter: report: 16g bd precisionglide needle used for IV pharmacy compounding found with white powder in needle cap. Staff noticed white powder when uncapping brand new sterile 16g needle for compounding.